Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found a leak from the wash1 connector on the manifold for the pumps. The connector was replaced, and the system was primed. Quality checks and precision testing was acceptable. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed ca 19-9 results were obtained on an advia centaur xp. The initial results were reported. The samples were repeated twice on an alternate advia centaur xp after calibration. The repeated results were reported, as the corrected results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca 19-9 results.